Event description:
Boston scientific received information that during a follow up visit, this left ventricular (lv) lead exhibited high thresholds and impedances greater than 2,000 ohms. A revision procedure was performed; the lead was removed, successfully replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection identified a slice in the insulation in the area 70-83 mm from the terminal pin. Additionally, there were multiple areas of the lead where the conductor coils were deformed and/or stretched. Continuity testing was conducted and it was determined the lead was not electrically continuous. X-ray analysis identified fractured conductor coils approximately 78 mm from the terminal pin. Detailed testing was undertaken to determine if the fractured coils were induced at the same time the insulation was sliced. It was concluded that the slice and the fractured coils were not related as the inner insulation around the filars of the conductor coil was not breached and not all filars in the discontinuous row were damaged. Additionally, due to the location and type of fracture, it was concluded the damage to the conductor coils was due to lead-on-can compressive stress.

Manufacturer narrative:
To date, the explanted lead has not been received at boston scientific. Upon receipt, the lead will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.